Event description:
It was reported, became beware of a broken gamma nail, breakage at the hole of the lag screw.

Manufacturer narrative:
Device will not be returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.